Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hospitalized for diabetic ketoacidosis associated with a bent cannula. The reporter stated that the patient was treated at the hospital with intravenous insulin and fluids. The reporter indicated that the pump did not alarm as it should have to alert the user of the issue. The reporter did not have the pump at the time of the call to troubleshoot the issue. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation that the pump did not alarm for an occlusion when the patient had a bent cannula.